Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported "hole - non-specific". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported "hole - non-specific". Device has been explanted.

Event description:
Healthcare professional reported, a right side exchange with no complaint against the device. Healthcare professional, later reported, "hole - non-specific". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device assessed, as surgical damage. No further actions are required, as no manufacturing issues are observed.